Event description:
Single lumen (sl) PICC in right upper extremity with lipids infusing at 2.2 mls continuous. Mother picked up patient; and patient placed down in swing. This nurse at bedside, mother found IV tubing (luer lock end) on floor, picked up line and gave to this nurse. Lipids were still running, dripping out of end of tubing. Sl PICC was immediately checked by this nurse. End connector (male butterfly) was still in place in hub end. Blood backed up in tubing of sl PICC. Patient was alert, stable, vss stable at this time. End piece was removed. Heparin flush was attempted with no success, PICC occluded. Np was notified immediately. Decision was made to discontinue occluded PICC line. No IV was replaced.